Event description:
The ventilator suddenly shut down while operating on patient. It provided audible alarm at the time of shut down. However, alarm message was not displayed on the screen. The facility was able to switch patient to other ventilator immediately after the audible alarm and there was no death or injury reported from the incident. After medical engineer at the facility checked the ventrilator, it was found that inspiratory circuit was blocked with water.